Event description:
A pharmacist reported that, during surgery a surgeon was required to put an additional force for the incision using an ophthalmic blade and the blade did not cut properly. Procedure details and surgery completion details are unknown. Information regarding patient harm have not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.